Event description:
It was reported the system was not responding to a request from either pedal. The customer reported this was discovered during a procedure but customer did not known exactly what was done but reported they have another system so it was probably used. There was no patient consequence.